Event description:
Legal case - (B)(6)implanted (B)(6)2018explanted (B)(6)2020as reported via legal documentation the patient had a left hip replacement on (B)(6)2018. Approximately 1 year and 6 months after the initial procedure the patient had a left hip revision on (B)(6)2020. Patient has suffered extreme pain, instability. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Ebi initial surgery not found. Historical record & smartsolve searched for sn/patient name with no results.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H10. Updated/additional information - g1. G4. H6. H8. The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.